Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported by the patient¿s family that prior to their passing, the patient did not believe their ICD was working properly. An interrogation report indicates the patient had an episode of ventricular tachycardia (vt) in which the physician suspects the implantable cardioverter defibrillator (ICD) detection discriminator withheld detection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.